Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pam853 batch number, and no non-conformances were identified. Attempts are made to obtain the device return for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The device event of 2nd suture broke during same suturing procedure submitted via medwatch 2210968-2020-02396.

Event description:
It was reported that the patient underwent an unknown ent procedure on (B)(6) 2020 and the suture was used. The needle broke during suturing. No further information is available.

Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 04/28/2020. Additional information: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload.